Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The pump communicated properly with the mini link transmitter sensor and glucose sensor simulator. No unexpected weak signal alarm noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump has alarmed failed battery test while she was running around. Customer states she replaces the battery and it has been fine after. Customer's blood glucose was 4.6 mmol/l. Customer then stated the groove on the battery cap was worn; customer was advised that a new battery cap would be sent. The device is not returning for analysis.